Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 132 mg/dl. During troubleshooting customer was able to resolve no delivery with reservoir change.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected the reservoir snap cap and septum for anomalies none were found. Performed the occlusion test by filling the reservoir with diluent, connecting to a new infusion set and installing into a medtronic 7 series insulin pump, performed manual prime fluid flowed through the infusion set and out of the catheter tip, conclusion the reservoir is not occluded.